Event description:
Porous femoral stem revised 51 months after primary total hip arthroplasty. During revision surgeon noted failure of the femoral stem alignment pin. Pt in good condition post surgery.

Manufacturer narrative:
Other devices used: catalog number 220210 apex modular short 40 neck, catalog number 332800 alumina head 28mm medium (+0). Device history records for the stem are intact and conforming and indicate manufactured to specification. See scanned pages.